Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup operation during a magnetic resonance imaging (MRI). The device was not programmed into MRI mode prior to exposure. Technical support was contacted and the recommended reprogramming was performed to resolve the event. The patient was stable with no consequences.